Event description:
It was reported that the right ventricular (rv) lead caused occlusion and thrombosis leading to the patient's left arm swelling. The lead was explanted and replaced and the implantable cardioverter defibrillator (ICD) system was moved to the patient's right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.